Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that due to pain immediately after insertion, patient's father removed the sensor patch to find that sensor had remained underneath patient's skin. Patient was taken to the hospital where he underwent x-rays and had a surgeon take a look at the site of insertion. During her call to dexcom technical support patient's mother reports that patient was feeling better.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.